Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual inspection was performed and the following observations were noted: tamper seals were not intact. Noisy operation during the motor drive and occlusion operational testing. Bottom case crack. Functional and occlusion testing was conducted. The reported event was not replicated during occlusion test. Motor rate error was identified in event history log review. The reported issue was confirmed. The root cause was unable to be determined. The following actions were taken: cleaned and greased the entire motor assembly, replaced leadscrew and clutch halves as preventive measure. Additional repairs included: replaced parts of the drive train assembly, bottom case also added dow corning grease inside of the worm coupling. Device functional and occlusion tests all passed after repair.